Event description:
Caller reported that a pump malfunction occurred after the pump got wet, displaying malfunction code malf 3. There was no adverse impact to the customer's blood glucose level as the bg did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery. Technical support confirmed the shipping address and sent a replacement pump with updated software, advising the customer to return the faulty pump using a prepaid label within 10 days. Additional instructions were provided on putting the pump into storage mode and the steps to take upon receiving the replacement pump. The customer understood and acknowledged all instructions provided by technical support.